Manufacturer narrative:
Device was used for treatment, not diagnosis. Ozer, k., gillani, s., williams, a., peterson, s., and morgan, s. (2008). Comparison of intramedullary nailing versus plate-screw fixation of extra-articular metacarpal fractures. J hand surg, 33a, 1724-1731. This report is for an unknown limited contact dynamic compression plate/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, ozer, k., gillani, s., williams, a., peterson, s., and morgan, s. (2008). Comparison of intramedullary nailing versus plate-screw fixation of extra-articular metacarpal fractures. J hand surg, 33a, 1724-1731. The authors conducted a study to compare the clinical and radiographic outcomes of intramedullary nail (imn) fixation of metacarpal fractures with those of plate screw (ps) fixation. Between 2004 and 2006, 52 closed, displaced, extra-articular metacarpal fractures were treated with either imn fixation using device of competitor or ps fixation, using synthes device, limited contact dynamic compression plate (lc-dcp). The imn fixation group consisted of 25 men, 13 women, mean age 25 years (range, 19-45 years) and ps group which was comprised of ten men and four women, mean age 28 years (range, 19-47). Mean follow-up time in each group was 18 weeks and 19 weeks respectively. Evaluation included clinical and radiographic measures. The results in the lc-dcp group included hardware removal and stiffness at the metacarpal-phalangeal joint in two patients; both cases had notable adhesions formed between the plate and the extensor tendons. This is report 1 of 1 for (B)(4). This report is for an unknown limited contact dynamic compression plate.